Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: removal of hardware for posterior lumbar instrumented fusion it was reported that the driver's end stripped. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual and optical examination identified it appears that the driver's tip has been twisted. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. If information is provided in the future, a supplemental report will be issued.